Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable had stain or corrosion and communication error e263. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported malfunction communication error b30 was due to faulty cable and component failure of the cable unit, e263 was caused by component failure of the cable unit and video cable has stain or corrosion was caused by a component failure of the video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a communication error b30. The event occurred during inspection for use. There were no reports of patient involvement.